Manufacturer narrative:
B3, b5: new information had been received and additional information has been update, h.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record and complaint history data for this lot have been reviewed and found to be in compliance. A trend related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is:(B)(4).

Event description:
Additional information received in which consumer was advised by the specialist/vitreoretinal surgeon not wear contact lenses at least for a year. Medications were prescribed aciclovir six hundred milli grams every five hours, moxifloxacino solution eye drops every two hours on the right eye only, aciclovir cream thirty milli grams on affected eye every eight hours, sodium hyaluronate four milli grams every four hours on both eyes. The current status of the consumer¿s eye is symptoms are still continuing at this time of report. Additional information has been requested but not yet received at the time of this report.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by the health professional on behalf of the consumer stated that the consumer wore the contact lens in the right eye and experienced horrible eye pain. Consumer went to see the cornea specialist and after first visit two more times consumer visited the specialist, it was advised that the corneal ulcer is not healed completely, medication will be continued until healing and the wearing of contact lens was suspended. The symptoms are continuing at this time of report. Additional information has been requested but not yet received at the time of this report.